Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the tampons fell apart. She experienced fever, unusual vaginal discharge, odor, itch and burning pain inside vagina and upon urination. She was unable to manually remove all remaining tampon pieces so she went to the ER where the tampon pieces were removed. Blood work, vaginal cultures, and urinalysis were done. Uti was ruled out and she was prescribed motrin and a cream.